Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that after running an unspecified medication, the bag had more fluid in it than expected. It was mentioned that it was unsure if the error was due to the pump or pharmacy. Furthermore, the pump passed all the checks performed, the rate was 11.84, should be 12.0 within pump tolerance. There was no patient injury. Although requested, additional information was not provided to date.